Manufacturer narrative:
Concomitant products: w3dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weight loss, infection and erosion. Antibiotic treatment was administer and the entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w3dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weight loss, infection and erosion. Antibiotic treatment was administer and the entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.